Event description:
The customer reported that during acceptance testing the unit would not deliver a charge, and that error code 01000 was recorded in the system log. This is considered a doa. There was no pt involvement.